Manufacturer narrative:
(B)(6).

Event description:
It was reported that the battery was defective. There was no patient involvement at the time the reported issue was discovered. There was no patient or user harm reported. The service engineer (se) went onsite and confirmed the malfunction (battery fault). It was reported that the battery was not well. The se replaced the battery to resolve the issue. The device was returned to full functionality.